Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (389 mg/dl). In the ER, the customer was treated with intravenous saline. The customer declined to provide further details or information regarding the event.